Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
A practice administrator reported a case of under correction of one diopter was observed post lasik procedure for mono-vision. Reporter indicated a flap lift enhancement was performed at seven months post lasik. Additional information has been requested.